Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator, and displayed the value properly on the display graph. The pump was also programmed with a test glucose meter. The pump communicated properly and recorded the value properly from the glucose meter. No unexpected calibration errors or sensor alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and shut off without notice. Customer stated that he did not clear the alarm and would continue to get the same alarm. Customer also reported experiencing sensor reading discrepancies. Customer stated that the sensor glucose was 74 mg/dl while blood glucose was 87 mg/dl. The insulin pump would be replaced and returned for analysis.